Event description:
It was reported that this device was explanted due to advisory/recall per required. The device is no longer in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report: mw5156647.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.